Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported this right atrial (ra) lead dislodged. As a result, this ra lead was explanted and replaced. No additional adverse patient effects were reported.